Event description:
It was reported that during a procedure with dr. The tip fell off in a pt. Surgery was delayed 5-10 mins. The procedure was completed with another stryker product.

Manufacturer narrative:
Device not returned for evaluation. Investigation of the event is on-going. If new info is learned, a follow-up report will be submitted.